Event description:
It was reported that the patient experienced discomfort at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned per facility policy.

Event description:
It was reported that the patient experienced discomfort at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3- approximated based on the date of explant.